Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported via allergan sales representative left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and creases flat. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported via allergan sales representative left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.